Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc the following was confirmed; - the reported phenomenon was not reproduced. - the subject device was disassembled and investigated, but there was no problem inside the subject device such as water ingress, failure of soldering and wiring. However when the electric circuit board with the condition disassembled the subject device was heated, the endoscopic image was not displayed. Therefore omsc identified that this phenomenon was attributed to the electrical component failure of the electrical circuit board. The exact cause of the electrical component failure could not be conclusively determined, however there was the possibility the cause of the electrical component failure might be the deterioration or overcurrent. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when starting the unspecified therapeutic procedure using the subject device, a connection error was displayed with connecting to the video system center. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.